Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following sections were updated: g4, g7, h2, h4, h6 and h10. The cause of the reported event cannot be conclusively determined. We presume from the investigation results that the lid was cracked by being contacted with a scope when it was closed and/or something hard hit the lid. Per the instructions for use: chapter 3 inspection before use, 3.2 inspecting the lid and lid packing - before using the equipment, always check that there is no irregularity regarding the following points on the lid and the lid packing. If there is any irregularity, cleaning fluid or disinfectant solution may leak out. We presume from the investigation results that the gray connector could not be connected as some impact was added to the connector and the connector became loose and came apart. Probable causes for the event include: (1) accumulated stress over time which caused the connector to get loose; (2) unintentional impact to the connector with something hard. We could not confirm any factor from the design nor structure of the device that would cause the reported event. Per the instructions for use: check the following for each connector: the connector should be fixed firmly; the o-rings should be free of abnormalities such as cracks, tears, or dents. Warning: do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral device or facilities near the equipment. A review of the device history record found no deviations that could have caused or contributed to the reported issue.

Manufacturer narrative:
The olympus trained biomed from the user facility purchased the necessary parts to replace the damaged lid and grey connector. No other issues were reported. If additional information is obtained a supplemental report will be filed.

Event description:
The user facility reported the oer-pro had a cracked lid and a broken grey connector. No patient involvement or injuries were reported. No additional information has been obtained.